Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) ) displayed ua07 (discrepancy between load 1 and load 2 too large) was confirmed during the functional testing and the archive data review. The root cause for ua7 was due to defective load cells. The damaged covers and defective load cells were likely attributed to mishandling such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed broken parts on the screw well area of both the top cover and front enclosure, likely attributed to mishandling such as drop. The damaged top cover and front enclosure were replaced to address the observed physical damages. The initial functional testing of the autopulse platform failed due to ua07, thus confirming the reported complaint. The load cell characterization test revealed that both load cells were defective (exceeded the parameter), the load cells were replaced to address the reported complaint. The archive data review indicated multiple user advisory ua 7 error messages occurred on the reported event date; thus, confirming the reported complaint. After service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Load cells characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4) .

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4) ) displayed a user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. No patient involvement.